Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - during a scheduled f/u on (B)(6) 2012 a loss of sensing was noted. Sometime after the implantation in (B)(6) 2011 up to last f/u in (B)(6) 2011 sensing has been about 10 mv. F/u in (B)(6) 2012 showed an r-wave of 3 mv. These values have been measured since then. On (B)(6) 2012, this lead was explanted and a new one was implanted. The implant and explant dates were not provided.